Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with an alert for possible hv lead issue. Low, out of range, hv lead impedance and externalized conductors were observed. No other electrical anomalies were detected. The lead was capped and replaced.